Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix flex´s t2 implant was unable to be deployed. The t1 and t2 implants were removed from the patient. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.